Event description:
It was reported that the patient sustained an injury at the spinal cord stimulator (scs) lead site causing the lead to become exposed. The patient underwent a procedure in which the the lead was cut and explanted. The patient is doing well post operatively. The lead will not be returned as it was disposed of by the facility.